Event description:
It was reported by the independent repair center thhat the unit is not cycling; it is alarming and displaying red light. No patient injury reported, no additional information provided.